Manufacturer narrative:
It was reported that the device was not in use with a patient as the event occurred during testing.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed the pump displayed the occurrence of "cassette not attached properly" alarm. Functional testing involved running the pump in user and manufacturing utility modes. The reported issue was duplicated. The investigation determined that a faulty downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed "cassette not attached properly" alarm. No adverse effects were reported.